Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] found gap between piston rod head and the penfill so she think that the problem caused by the pen [device effect incomplete]. The needle is attached to the pen between each doses [product storage error]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "found gap between piston rod head and the penfill so she think that the problem caused by the pen (device component issue)" with an unspecified onset date, "the needle is attached to the pen between each doses (device stored with needle attached)" with an unspecified onset date, and concerned a 180 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 34 iu, qd (12iu break fast-12 iu launch -10 iu dinner), subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "type 1 diabetes mellitus". Patient's height: 162 cm. Patient's weight: 59.5 kg. Patient's bmi: 22.671. Dosage regimens: novopen 4: actrapid penfill: current condition: type 1 diabetes (duration was not reported). Concomitant products included - lantus(insulin glargine) ongoing. Patient is diabetic from 10 years. (From 2012). Patient started using the lantus when the patient diagnosed as diabetic she said from when the patient was 5 years old. The dose of lantus was 22 iu once pm but after hyperglycaemia become 40 iu. The reporter complained that her son suffered from hyperglycaemia a week ago during using actrapid. The reporter complained that from a week her son suffered from hyperglycaemia his rbg was 500 mg/dl. She said that the blood glucose was controlled, his last hba1c was 7.1 from 3 months. But on the date of reporting ((B)(6) 2022), it was realized that the pen had a problem, they found gap between the piston rod head and the penfill so she think that the problem caused by the pen. Patient start using actrapid from 10 years. She said that his dose was 12 iu break fast-12 iu launch -10 iu dinner before but after the hyperglycemia from a week become 25iu -30iu -25 iu. It was reported that patient stored the device with attached needle. Batch numbers: novopen 4: unknown. Actrapid penfill: lr78k45. Action taken to actrapid penfill was reported as dose increased. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "found gap between piston rod head and the penfill so she think that the problem caused by the pen(device component issue)" was not reported. The outcome for the event "the needle is attached to the pen between each doses(device stored with needle attached)" was not reported. Additional dosage regimens. Suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date. #1 actrapid penfill regimen # 2 80 iu, qd (25iu -30iu -25 iu), subcutaneous lr78k45 08/--/2023.

Event description:
Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "found gap between piston rod head and the penfill so she think that the problem caused by the pen(device effect incomplete)" with an unspecified onset date, "the needle is attached to the pen between each doses(device stored with needle attached)" with an unspecified onset date, and concerned a 180 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid penfill (insulin human) from unknown start date and ongoing for "type 1 diabetes mellitus". Batch numbers: novopen 4: bug0782. The outcome for the event "found gap between piston rod head and the penfill so she think that the problem caused by the pen(device effect incomplete)" was not reported. Investigational results: name: novopen® 4, batch number:bug0782. The product was not returned for examination. Final manufacturer's comment: 12-aug-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the reported event of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. Since last submission case updated with the following information: -inv results updated, -narrative updated accordingly. H3 continued: evaluation summary: name: novopen® 4, batch number:bug0782. The product was not returned for examination.